Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels and the mother was going to take the customer to the emergency room. The customer's blood glucose level was 404 mg/dl at the time of incident. The caller stated the customer had ketones. Caller stated she would troubleshoot later. Nothing was replaced or returned.